Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that his stimulation turns on without prompting. The stimulation is said to intensify during each occurrence. Surgical intervention will be undertaken at a later date to replace the pt's ipg.